Event description:
The patient was treated in the study and was implanted with two smart control stents in the left proximal superficial femoral artery (sfa). Approximately one-year post procedure, the patient experienced 70 - 80% mid restenosis distal to the sfa. The lesion was accessed percutaneously and the puncture site contralaterally, pre and post dilation was completed (device unknown). The vessel was a straight de novo type lesion. The lesion was also calcified. The lesion location was 140 mm above the superior edge of the patella. The total lesion length was 140 mm and totally occluded. The reference vessel diameter was 5mm. The percentage stenosis before procedure was 0% because the lesion was totally occluded. The percentage stenosis after pre-dilation was less than 50% and after stent placement and post dilation 0%. There were no reported dissections.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 9616099-2008-00080 and 9616099-2008-00081. This product is not available for analysis. Additional information will be provided within 30 days of receipt.